Manufacturer narrative:
Investigation: review of manufacturing records found no issues during manufacture or sterilization that would impact this event. Clinical evaluation: it was reported that a patient had an umbilical hernia repair with an atrium mesh. Early the next day, the patient complained of redness, swelling and pain at the site. Patient had a history of (B)(4). The culture came back heavy growth staph aureus. Patient was treated with the appropriate antibiotics. The product is contraindicated where tissue may be contaminated or infected. Any surgery that causes a break in the skin can be lead to a surgical site infection (ssi). Infection could lead to the need for further intervention. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any ssi may cause redness, delayed healing, fever, pain, tenderness, warmth, or swelling.

Event description:
Patient had umbilical hernia repair and experienced redness, swelling and pain around the site within twenty four hours. Placed on clindamycin post operation for ten days and then cipro, then bactrim added.

Manufacturer narrative:
The investigation into the reason for the complaint is difficult due to the fact that the device was not returned. During the final lot qualification data shows that all 59 test samples were able to pass through the 6fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath during the quality performance inspection process without a failure for the inability of the stent to pass through the introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All stents were firmly crimped on to the balloon and no stents were dislodged while being passed through the introducer sheath. Conclusion: other potential causes may also be considered but cannot be verified. In many cases stent dislodgement has been when operators grasp and tug on the stent to verify stent retention. This technique can dislodge the stent if too much force is applied. We have not been able to determine any fault due to manufacturing.